Event description:
It is reported that on the day of the incident the syringe driver was set to 80mm/24hr rate and a 10ml bd luer slip syringe filled with diamorphine solution. The infusion was started at 2:00pm and at approx 5:30pm the relatives of the pt reported that the pt had died. Hosp staff then noticed that the syringe was virtually empty. This suggests that the infusion ended 21.5 earlier than expected.